Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited a no image issue. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction was confirmed during evaluation. The investigation presumes that the reported issues was caused by damage, including breakage of charged coupled device cable. Moreover, further inspection detected trace of water invasion of scope connector, and image did not displayed after drying. The definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.